Event description:
Information received from the (B)(4) database. Treatment of a large unruptured fusiform aneurysm measuring 25mm x 19.7mm located in the cavernous segment of the left ica (internal carotid artery). It was reported that the patient underwent pipeline (4.25mm x 35mm) embolization treatment on (B)(6) 2013 and required balloon angioplasty (an option presented in the instructions for use. U.s.) To achieve full wall apposition. The patient experienced mild confusion and headaches post procedure with unknown casualty. It was reported that the patient's symptoms resolved 19 hours post procedure. On (B)(6) 2013, the patient experienced mild double vision that was procedure related and it resolved on (B)(6) 2013 with treatment of decadron (steroids). Per the follow-up angiogram on (B)(6) 2013, the pipeline was visualized in the left carotid siphon and is widely patent. The treated aneurysm was completely occluded with a small amount of intimal growth seen within the ped (pipeline embolization device).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).